Event description:
During a follow-up, inappropriate high voltage therapy was delivered by the device due to an incorrect interpretation of the signal due to device programming. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.